Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. It was recommended to clean the relief valve weight and seat on the exhalation valve. If problem persists, replace weight and seat. No further information is available regarding the resolution of the reported issue. No report of patient involvement. Incident date not provided.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient involvement.